Manufacturer narrative:
Complaint conclusion:as reported, while trying to advance the sealant from a 6/7f mynxgrip vascular closure device (vcd), the balloon came out of the patient. There was no patient injury reported. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral artery. Hemostasis was achieved using manual compression for less than 30 minutes. The patient was not hospitalized or had hospitalization extended as a result of the event. The patient is recovered. The mynx vcd was prepped according to IFU instructions.a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open. The advancer tube was abutting the balloon. The syringe was returned separate from the device. The sealant and the procedural sheath were not returned for evaluation. No anomalies were observed. Leak testing was performed on the balloon of the returned device per mynx instructions for use (IFU). However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1834002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon pull through¿ was not able to be confirmed since the lumen of the returned device was clogged by dried contrast media/saline. The exact cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is not possible to determine what factors may have contributed to the pull through reported. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while trying to advance the sealant from a mynxgrip vascular closure device, the balloon came out of the patient. There was no patient injury reported. The device was clinically used and will be returned for analysis. The type of procedure the mynx vcd was used in was an interventional coronary procedure. The procedure used a retrograde approach. The deployer¿s mynx training status is mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The stick location was the femoral artery. Hemostasis was achieved using manual compression for less than 30 minutes. The patient was not hospitalized or had hospitalization extended as a result of the event. The patient is recovered. The mynx vcd was prepped according to IFU instructions.